Event description:
The caller stated, pt was using a size 8 taperguard and not sure when it was put in but it was pretested and tested ok. The caller stated, it was put in around (B)(6) 2011 and on (B)(6)2011, they noticed a slow leak in the tube. The caller was not sure if leak was in pilot balloon or the cuff. They reintubated this pt on (B)(6) 2011.

Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture cannot be determined. A failure investigation will be performed in the returned sample. If significant info is obtained from the investigation, a summary of the investigation results will provided in a supplemental report.